Event description:
It was reported that this pacemaker recorded multiple pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) determined the rhythm appeared to be atrial driven. This device remains in service. No adverse patient effects were reported.